Event description:
A complaint was received regarding the adc device inserter did not fire and therefore did not apply to the customer. As a result, on (B)(6) 2022, the customer made hcp contact where a blood glucose test of 450 mg/dl was obtained and customer was provided insulin by the hcp for the treatment of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.